Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had an unresponsive keypad. The customer did not know the blood glucose reading. She reported that she removed the battery to clear the button error alarm, but when she reinserted the battery, she found that the buttons had become unresponsive. The button error alarm recurred thereafter. She noted that the climate where she had the device was hot and humid. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump received with button error alarm and no button response due to corroded keypad traces. The insulin pump received with cracked case at display window corners, battery tube threads, reservoir tube lip and minor scratched display window.